Event description:
It was reported that inability to advance the delivery system occurred. A lotus introducer was placed via a femoral approach. A 23mm lotus edge valve was advanced. While tracking the device through the aorta, the physician encountered difficulty advancing the system. They had a hard time orienting the outer marker in the catheter toward the greater curvature of the vessel. The catheter would not orient in the correct fashion in the descending aorta immediately distal to the arch. After continuing to advance the delivery system, it was realized that there was compression of the valve capsule and the catheter was kinked. The device was exchanged for a second 23 mm lotus edge valve. The physician was unable to track the delivery system up to the aortic arch. There was compression noted on the second 23mm lotus edge valve but no kink. The device was exchanged for a third 23 mm lotus edge valve. The physician applied torque to keep the catheter facing forward, but as the device approached the arch, the catheter spun around 180 degrees again. The physician was unable to track the delivery system up to the aortic arch. The device was removed and the procedure was completed with a non-bsc valve. No patient complications were reported.

Manufacturer narrative:
The condition of the returned device was consistent with the reported event. The outer curvature of the outer sheath was kinked 79mm proximal from the distal end of the nose cone and there was a hole in the pebax at the position of the kink also. There was no other damage noted. The release collar was at the start position and the nose cone was oversheated. The device was reviewed under fluoroscopy and apart from the kink in the outer sheath at the position there was no further damage or abnormalities noted. The angiographic media review was consistent with the reported event in regard to the difficulty advancing the lotus edge system. The series (25 seconds in duration) shows the advancement of a lotus edge catheter from the descending aorta to the beginning of the curvature of the aortic arch. It appears that the device cannot advance over the arch and is withdrawn into the descending aorta in the final 2 seconds of the series. During the review of the angiographic procedural media it was noted that the marker was not aligned with the greater curve of the anatomy during tracking. The kink could not be confirmed during the review of the available media however the returned device was kinked on the outer curvature of the outer sheath. The lotus edge implantation procedure states that the marker should be aligned with the greater curve of anatomy during tracking and if an adjustment to the marker position is required, the operators are to pull back then advance with torque and align the marker as failure to manage the marker may cause a kink. The challenging anatomical conditions may have hindered the operators ability to advance the device correctly during the procedure. The proctor that supported the case identified a large protruding chunk of calcium was in the thoracic portion of the aorta, where the aorta takes a posterior turn. The proctor concluded that this protruding calcification infringed upon the lumen, and together with the tortuosity prevented the correct orientation of the lotus edge delivery system during the advancement into the aortic arch.

Event description:
It was reported that inability to advance the delivery system occurred. A lotus introducer was placed via a femoral approach. A 23mm lotus edge valve was advanced. While tracking the device through the aorta, the physician encountered difficulty advancing the system. They had a hard time orienting the outer marker in the catheter toward the greater curvature of the vessel. The catheter would not orient in the correct fashion in the descending aorta immediately distal to the arch. After continuing to advance the delivery system, it was realized that there was compression of the valve capsule and the catheter was kinked. The device was exchanged for a second 23 mm lotus edge valve. The physician was unable to track the delivery system up to the aortic arch. There was compression noted on the second 23mm lotus edge valve but no kink. The device was exchanged for a third 23 mm lotus edge valve. The physician applied torque to keep the catheter facing forward, but as the device approached the arch, the catheter spun around 180 degrees again. The physician was unable to track the delivery system up to the aortic arch. The device was removed and the procedure was completed with a non-bsc valve. No patient complications were reported.